Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Vessel noted to be suboptimal prior to placement. Patient suffered pulseless electrical activity arrest so decision proceed with placement of impella understanding it would most likely be occlusive. At end of case an angiogram was performed through sheath verifying no flow distal to the sheath. Various options discussed, including external fem-fem bypass. Given patient was not on any pressers decision made to remove pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.